Event description:
It was reported that the pt underwent a surgical procedure on (B)(6) 2005 and mesh was implanted. The pt experienced pain, erosion of her internal tissues, and has undergone additional surgeries and revisionary procedures. No additional info is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.